Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
(B)(6) 2014 12:43:08, (B)(6) ((B)(4)) phone (B)(6). Initial notes: customer stated over the past couples days the buttons weren't responding properly she took out the battery and put it back in and got a button error patient's bg: 127. Inquired if the customer recalls any significant events leading to the alarm. Found: customer states no events. Adv the customer the pump will need to be replaced. Adv the customer to discontinue use of the pump and revert to a back-up, plan per hcp's instruction. Explained the rpl policy. * e...